Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions for jf type 260v, tjf type 260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Instructions for jf type 260v, tjf type 260v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the free-engage knob, the control unit, the right/left knob, the upward/downward angulation control knob, the lock engagement lever, the plastic distal end cover, the switch box, the scope cover, the grip, the universal cord, the scope connector, the protector of universal cord on scope connector side and the connecting tube were scratched. The control unit had discoloration; the adhesive on the bending section cover had a chip; the adhesive around the light guide lens was peeled; due to a pinhole on the connecting tube, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction, did not meet the standard value; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value and due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.